Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is reporting gas loss. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). Updated fields: b4, d8, d9, e1 (contact person mail ID and telephone number), e3, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported issue. During testing the pim test failed. The fse removed and replaced pneumatic module assembly. After the replacement, the unit passed all functional and safety tests per manufacturer specifications and was returned to the customer for clinical use.